Event description:
It was reported that a small volume intermate had particle matter inside of its elastomeric balloon. This was noted after the device was filled with colistimethate and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection, white particles, ranging between 1.20 and 3.44 mm in length, were observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy scanning revealed the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.